Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with moderate tortuosity, moderate calcification and 90 % stenosis in the mid left anterior descending (lad) coronary artery. A balance middleweight (bmw) elite ii guide wire was advanced through a corsair micro catheter, but resistance was met with the corsair and became stuck. Therefore, both devices were removed from the anatomy together. The guide wire was changed to a new bmw elite ii and was used along with the corsair to complete the procedure without any issue. Outside the anatomy, the guide wire was inspected and the mid shaft felt uncomfortable [awkward]. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.